Event description:
Continu-flo attached to IV bag in preparation for use on or patient. When anesthesiologist primed set he looked at drip chamber and noticed fluid running down inside walls of drip chamber in addition to dropping from cannula. He clamped off set, released it and same thing happened. The set and bag set aside as the infusion rate could be incorrect.